Manufacturer narrative:
(H3) the broken humeral liner impactor tip reported may have been the result of stress riser introduced during impaction, which led to crack initiation, propagation, and ultimate fracture. Additionally, the device may have experienced material degradation if sterilized beyond the recommended parameters listed in the reprocessing instruction which could have led to the observed failure. Refer to capa2020-01 for additional details in reference to the device sterilization. However, this cannot be confirmed as the device was not available for evaluation.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, during the assembly of the implant, the impactor tip shattered when the surgeon impacted the liner onto the tray. Item shattered on the back table. Patient was not involved with the issue.